Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the dongle on the image acquisition system (ias) and key were broken. The parts were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the imaging system would not pass e-stop. The site rebooted the system without resolve. There was no patient present when this issue was identified.

Manufacturer narrative:
The rear panel bracket for the imaging system was returned to the manufacturer for analysis. Analysis found that the dongle jack screws were missing, resulting in the reported issue.

Manufacturer narrative:
The dongle for the imaging system was returned to the manufacturer for analysis. The dongle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The on/off key for the imaging system was returned to the manufacturer for analysis. Analysis found that the key was bent. Analysis found that the reported event was related to a mechanical issue.